Manufacturer narrative:
A medtronic representative confirmed that the computer replacement resolved the issue. The computer remains with the hospital and will not be returned due to administration requirement.

Manufacturer narrative:
On (B)(6) 2015, a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. (B)(4) software application became unresponsive after registration. Computer replaced. Issue resolved. System performed as intended. On (B)(6) 2015, a medtronic representative, following-up at the site, reported the surgeon registered the patient and begins surgical access in sterile area. When the surgeon returned to navigation application, the system does not respond. This surgeon usually use 3-4 3d models during his work. Microscope was connected. Tumor resection. Optical. Computer fans have some dust and provides hot air after 1 hour of work. The medtronic representative replaced the computer and after replacement, the navigation system works properly with no delays. No further issues have been reported.

Event description:
A site representative reported that, while in a cranial procedure, after patient registration, the navigation system became unresponsive to internal commands. In trouble-shooting, the navigation system computer was replaced and software was updated. No further details were reported. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.